Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The wife also stated that bent cannulas contributed to the event. The reported blood glucose reading at the time of the call was 510 mg/dl, which the customer treated for. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.